Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The user reported that metal particles from the receptor lift gear or the gear rack are falling onto the patient during examination. There is no report of impact to the state of health of the patient involved and the procedure was completed without incident.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be inadequate system servicing. The investigation showed that inadequate servicing was performed by a non-siemens-employee. The gear rack and the gear wheel of the receptor lift were replaced in a manner that was not according to the replacement instructions. Parts returned for investigation show clear marks of abrasion as a result of misalignment. The affected system has been repaired by factory system specialists and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be inadequate system servicing. The investigation showed that inadequate servicing was performed by a non-siemens-employee. The gear rack and the gear wheel of the receptor lift were replaced in a manner that was not according to the replacement instructions. Parts returned for investigation show clear marks of abrasion as a result of misalignment. The particles of the abrasion (metal powder) have been examined and it was determined to be material of the gear rack and coating. The hardness and thickness of the coating are within specification. The dimensions of the returned parts were tested, especially the flange of the motor and its counterpart, without any deviation from the specification. Additionally, an endurance test was completed and no problems were recognized. The affected system has been repaired by factory system specialists and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.